Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver and smart device lost connection with the transmitter. Dexcom representative advised patient on troubleshooting techniques, on system memory reset of the smart device and advised to reset the smart device. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 05/20/2016 and confirmed the reported loss of connection. No additional patient or event information is available.